Manufacturer narrative:
The catheter was returned for evaluation and the tubing material appeared to be melted approximately 0.5 cm from the tip for the length of 1.0 cm with a hole at approximately 0.7 cm from the distal tip. The evaluation could not determine the cause of the event; however, the melted tubing material suggests that the catheter was steam shaped and likely contributed to the reported issue. (B)(4).

Event description:
During the procedure, it was reported the guidewire was seen coming out through a hole located on the side of the catheter near the marker band. No patient injury was reported as a result of the procedure.